Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having pain medially as well as tenderness at the ipg site with deep palpation. Fluoroscopic examination showed that the ipg overlies the left spine. The physician assessed that the tenderness at the ipg site was most likely due to an impingement on the left transverse process. It was also reported that the pulse generator had discharged permanently. The patient will undergo a procedure wherein the ipg will be repositioned and replaced.

Manufacturer narrative:
Additional information was received that the revision was cancelled due to financial reasons. No further course of action.

Event description:
A report was received that the patient was having pain medially as well as tenderness at the ipg site with deep palpation. Fluoroscopic examination showed that the ipg overlies the left spine. The physician assessed that the tenderness at the ipg site was most likely due to an impingement on the left transverse process. It was also reported that the pulse generator had discharged permanently. The patient will undergo a procedure wherein the ipg will be repositioned and replaced.